Event description:
It was reported that the patient had the inflatable penile prosthesis (ipp) removed due a tubing break. The break was noted to be just above the reinforced tubing between the pump and the cylinders. A new ipp was implanted. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. The ipp flat reservoir was visually inspected, leak tested, and examined using a microscope; no visual damages were found upon inspection. The reservoir passed the leak test performed. The ipp cylinders were visually inspected and functionally tested. The first cylinder outer tube had a hole that was a result of tool/sharp instrument damage. No damage was found within the inner tube. No leaks were found in either cylinder. The second cylinder performed within specification. The momentary squeeze (ms) pump was visually inspected and functionally tested. Ms pump kink resistant tubing (krt) was worn down to the filament. No leaks were found. During functional testing, the ms pump did not pass the activation test. Based on the information available and analysis results, the reported clinical event of a break in the tubing was unable to be confirmed.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due a tubing break just above the reinforced tubing going from the pump to the cylinders. A new inflatable penile prosthesis was implanted. No patient complications were reported.